Manufacturer narrative:
The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a secondary IV infusion back flowed into primary IV bag. They were unable to determine if pt received any of the drug in secondary bag. Infusion stopped and connected to another pump. No pt harm or medical intervention was reported. No further pt/event info was provided.